Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a new pain. The device was providing effective pain relief for the patient's original chronic pain, but the patient decided to explant the device. There have been no reports of further complications regarding this event.